Event description:
The facility stated that the surgeon implanted an aq2010v 3 piece silicone lens, diopter -23.0. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. The facility stated that the lens tore due to the cartridge.